Event description:
Sales representative reported that a health care facility reported that tegaderm chg dressing was used on a ij catheter and under the gel pad, the skin was breaking down, red and burning. The facility reported that the ij was moved to the right side and that it was "white gunky and looked like cottage cheese" and "red around the area". 3m contacted the facility numerous times but no further information has been provided.

Manufacturer narrative:
Conclusion: device not returned - no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information on observation and when dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.